Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and capsular contracture baker grade ii. Device remains implanted.

Manufacturer narrative:
The event of deflation did not occur and is being unreported. This record is not reportable to the FDA, remaining events are non-serious.

Event description:
Healthcare professional reported a left side "puncture to drain" and capsular contracture baker grade ii. The event of deflation was noted to have not occurred. Device has been explanted. This record is no longer reportable to the FDA and will be un-reported as remaining events are non-serious.